Event description:
It was reported that a patient underwent a debridement and suturing surgery procedure on (B)(6) 2025 and suture was used. The patient underwent surgery due to a "skin laceration on the left wrist". Suture was used for suturing, and during the use, the suture was slightly pulled and knotted multiple times, the suture was broken and preventing the surgery from proceeding smoothly. The suture was replaced for surgery and no further breakage occurred. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: 1. Were there any patient consequences? 2. Please provide product code and lot number 3. How many devices demonstrated the alleged deficiency on this single procedure? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.